Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Patient saw the 6 units of 6 units of bolus delivered; 1/2 hour later received an alarm from bolus stating 3 of 6 units given from the ezbg. Patient has lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to duplicate the complaint. The black box shows ezbg bolus was programmed and immediately following that also at 12:13 a partial delivery, user aborted pump warning was recorded.. Due to the partial delivery only 3.0u of the programmed 6.0u was delivered. For testing purposes a 6.0u ezbg bolus was manually programmed and fully delivered with no alarm. No hypersensitive keys observed on the keypad. Another 6.0u ezbg bolus was manually programed for testing purposes; this bolus was manually canceled and the pump gave the appropriate warning immediately. Returned battery cap/returned cartridge cap used to complete testing.